Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event.

Event description:
On (B)(6) 2026, the patient sought emergency medical care while wearing a pod on the arm which had been worn between 4 and 24 hours. The patient experienced redness, soreness, and discomfort at the pod insertion site. Upon pod removal, the patient observed blood and yellowish pus at the site. Due to these symptoms, the patient presented to the emergency department (ed). The patient was evaluated in the ed for approximately two hours and was discharged on the same day. The medical professional diagnosed a skin infection at the pod site. Treatment included an oral antibiotic, cephalexin 500 mg, prescribed as one tablet four times daily for five days. The patient confirmed successful resumption of insulin therapy by activating a new pod following the event.